Event description:
It was reported that following an ipg replacement procedure (MFR. Report no: 3006630150-2020-05456), the patient had difficulty charging the ipg. It was determined that the surgeon had formed the pocket too deep to communicate with the charging puck. The patient underwent a pocket revision procedure in order to gain better charging. The patient was doing well post operatively. Nothing was explanted.